Event description:
Doctor's office called lfs in 2003 alleging pt's meter would not power on for the pt when inserting a test strip. Medical affairs spoke to the nurse from the doctor's office 8/2003. In 2003 the pt was unable to power the meter on at home. Pt did not experience any symptoms at the time of testing. Within one hour pt went to visit the physician because pt was not feeling well. At the doctors office, the blood sugar was tested on the doctor's meter and the result was 480mg/dl. Pt had a headache at this time. Pt was treated with insulin. The issue with the meter was not resolved. The meter is being replaced for the pt. No further info has been reported.